Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor the screen not working ¿ not displaying left ventricular assist device (lvad) parameter values, was not confirmed. The returned unit was operationally checked with a reference heartmate system. No issues were observed. The unit was functionally tested and passed. No fault was found with the returned system monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in apr2013. The packaged system monitor (part number 1286a-us) was placed into inventory on 12apr2013. The unit was shipped to the customer on 26apr2013. The unit was last serviced on 18apr2017 ¿ panel repair and ver 7.32 sw upgrade. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) rev b p.18 - setting up the system monitor for use with the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump speed and flow showed dashes on the system monitor. No patient harm was reported with this event.